Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the packet pain was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the lead passed visual, electrical and photographic imaging tests performed. Visual and x-ray inspections were performed to ensure the device integrity. Impedance measurements were within the normal range. No anomalies were found.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg being migrated. The physician also suspected malfunction of the lead due to stimulation changes. The patient underwent an explant re-implant procedure of the ipg and the lead and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2108-50m serial #: (B)(4) description:scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg being migrated. The physician also suspected malfunction of the lead due to stimulation changes. The patient underwent an explant re-implant procedure of the ipg and the lead and was doing well post-operatively.